Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that there was no ultrasound during a cataract procedure. There were no error messages displayed. Additional information received from another healthcare professional at the facility indicating that the practitioner no longer had ultrasound with the handpiece. Ultrasound did not trigger when position 3 was pressed on the pedal. They swapped out the handpiece, same observation. They switched the program to an alternate program on the system. Ultrasound improved but not at the level requested. The nurse manually increased the ultrasound power. It was also indicated that during cortex, the vacuum values on the machine were not reached. The procedure was completed. Patient harm was not reported.

Manufacturer narrative:
The company service representative examined the system and the reported event was not replicated. The customer noted that when the footswitch is depressed there is no ultrasound. The event log did not note a footswitch system message. The company service representative replaced the footswitch and cable as a precaution. The system was then tested and met all product specifications. The footswitch was received and tested. No malfunction was noted. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).